Event description:
Complainant alleged that the clinicians were attending a pt who was in a cardiac arrest condition. The pt was shocked once at 30 joules and a second time at 50 joules. The clinician reported that when they attempted to shock the pt at 80 joules and 90 joules, the device shut down. The clinicians also attempted to pace the pt's heart rhythm, but again the device shut down. The clinicians then obtained another device and successfully treated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.